Manufacturer narrative:
(B)(4). Additional report submitted for this event: MFR# 0001822565-2018-00147 concomitant medical products: trabecular metal reverse humeral stem spacer 12mm pn00434903912 ln62278467 . Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the revision procedure has not yet taken place. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient has been indicated for a second left shoulder revision approximately 3.5 years post-implantation due to instability. No revision procedure has been reported to date.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. X-ray review states: left shoulder reverse arthroplasty without hardware failure or loosening. Small ossific density noted posterior to the joint space on the scapular y film. No fracture identified. No radiolucency. Cementing technique is poorly evaluated as no significant cement is identified along the humeral component. Patient's activity may contribute to the condition of instability. Glenoid component appears to be horizontally positioned which may or may not contribute to the patient's instability given their activity. DHR was reviewed and no discrepancies were found. Review of complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent a second left shoulder revision approximately 3.5 years post-implantation due to instability. Humeral stem spacer and poly liner were replaced with a custom device.